Event description:
The lay user/patient contacted lifescan alleging the meter counts down before sample is applied. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have the up and down error button and the button hold sticky and dirty. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 that appeared on the homechoice display every night during drain 1. The home patient (hp) stated that it keeps losing prime after dwell stage. The hp stated that he had to go back through prime after every cycle until therapy was over. The hp was never connected when alarm sounded. The technical service representative (tsr) explained that he was not getting back in time for the hc machine to drain. The tsr told hp that his way of doing this was very incorrect and could cause serious problems. The hp kept using same setup after alarm. The hp refused to listen. The tsr advised the hp to inform the nurse of this problem. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the nurse regarding the 2240 alarms, it was revealed that the hp did notify one of the nurses at the clinic, and agreed that hc machine was likely sucking air when hp disconnected to during dwell and was not getting back in time for hc machine to drain. Per nurse, hp was re-trained. The nurse stated that the hp is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.